Manufacturer narrative:
(B)(4)

Event description:
It was reported that a new ra optisense lead was implanted for unknown reasons and the first ra tendril lead was left within the body. Post implant high capture threshold and low sensing was noted. Both leads were then explanted and replaced. One showed an insulation defect and the other had a helix rotation anomaly. It is unknown which lead that had which anomaly. The patient's condition is fine after the event.

Manufacturer narrative:
Correction: this supplemental report is to correct the follow-up report 1. Should have been yes.

Manufacturer narrative:
An external insulation abrasion was found at the header assembly, located at the distal tip up to 0.75 cm of the helix header damaging the soft tip and breaching the header sleeve exposing the helix housing. The external insulation abrasion is consistent with friction to another device or feature of the heart.